Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, there was a system message for the vessel sealer extend displaying for "out of uses" on the universal surgical manipulator 3 (usm). It was noted that the surgery was already completed but there was something left behind and they had to roll it again. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unable to be clarified what was left behind, but it was noted that it was not a product but a clinical reason. There were no reports of a fragment falling from the device while being used within the patient. Isi received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed. Visual inspection displayed no signs of physical damage. The vse was placed and driven on an in-house system, passed recognition tests, engagements tests, moved intuitively with full range of motion in all directions, jaws opened and closed properly, and cut and sealed without any issues on the two out of two attempts. The vse passed the electric continuity test. The vse was displaying one life remaining and was not expired. Review of the logs displayed no errors. There was no problem detected. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.